Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection and meropenem injection (ongoing, doses, routes, frequencies and duration not reported) for peritonitis. It was reported that during hospitalization, the patient's pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient has recovered from the event but remained hospitalized and will be discharged after recatheterization. No additional information is available.

Manufacturer narrative:
Additional information added to b5 b5: upon follow up, it was reported that the patient was now on hemodialysis twice a week and recatheterization was planned for after 3-4 weeks. Treatment with vancomycin injections and meropenem injections were stopped. The patient was discharged from the hospital three days before the receipt of this report. Should additional relevant information become available, a supplemental report will be submitted.